Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell and the pump was hit causing the touch screen to crack. Due to the pump damage, customer alleged that intermittently insulin was not being delivered. The customer's blood glucose was 349-389 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.